Manufacturer narrative:
Implant regio 22 fractured. Construction was a prosthesis placed on 4 implants with locators. Patient sufferd from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.